Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/29/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/16/2014 with the following findings:during testing, the pump powered on with audio tones and vibrations functional. The display was found to be blank. The returned battery cap was able to be fully tightened to the pump. Evaluation revealed that the battery compartment was cracked below the grip pad. There was no evidence of moisture found inside the battery compartment. The pump case was removed and evidence of moisture damage was found inside the pump and on the pump¿s internal components. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was missing. The complaint of the pump losing power was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump had lost power overnight without the user¿s knowledge. It was noted that a new battery was placed into the pump and the pump powered on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.